Manufacturer narrative:
Evaluation codes: results: probe wipe travel depth was adjusted. There was another leak which was reported by the customer on (B)(6) 2012. Please see medwatch #1061932-2012-01569 for the report of the event which occurred on (B)(6) 2012. (B)(4).

Event description:
The customer reported of approximately 2 ml of blue fluid which had leaked onto the countertop from the lh 500 hematology analyzer. The customer was wearing personal protective equipment consisting of gloves, goggles, and lab coat at the time of the event and there was no report of exposure or injury. Patient results were not affected by the leak and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched on (B)(6) 2012 and observed a very small overflow at the probe wipe. The fse re-tubed pinch valve pv35, pv40 & pv49, and adjusted the probe wipe travel depth to resolve the drip issue. Instrument was verified and no further leak was observed.